Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue was that the image sensor cable was kinked by a strong external load was applied to the image sensor cable such as load which exceeds our assumption such as insertion to the trocar in a diagonal direction, or excessive twisting and bending. The event can be detected/prevented by following the instructions for use which state: ¿instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event as below. ¦ inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope had the angle engagement loosening. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the image disappears when angled. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: due to damage on coupled charging device (ccd) unit, the image disappears during angulation in up/down directions; due to damage on insertion pipe, insulation resistance value does not meet the standard value; bending section cover or distal sheath rubber has a scratch; bending section cover or distal sheath rubber has a chip; due to damage on forceps elevator lever(surgery product), bending section cannot be fixed firmly; video connector case has a crack; video connector is deformed; and video connector has a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.